Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, after the procedure, the physician was attempting to remove the water from the anchoring balloon with a syringe but there was no water in the anchoring balloon. The physician tried to removed the catheter, and was getting resistance, he checked under a sonogram, and the balloon was still inflated. The physician utilized a guidewire through the port to puncture the balloon, after approximately ninety-minutes, the balloon broke and the physician was able to remove the catheter. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.